Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. Tandem technical support reviewed the pump logs and determined that the customer delivered a bolus on top of automatic boluses.